Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced injuries post procedure but the exact nature and date of onset of the injuries are unknown. All other information is unknown and reportedly unavailable.